Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) channel of this system which resulted in inappropriate therapy for this patient. Additionally, a latitude red alert was generated due to pacing impedance measurements greater than 2000 ohms. The physician discussed all the options with the patient and the patient decided not to have another surgical procedure. The implantable cardioverter defibrillator (ICD) portion of the device was then turned off and the cardiac resynchronization therapy remained intact. The rv lead was abandoned electrically. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that loss of capture, noise and pacing inhibition were observed via a telemetry strip. There were no episodes of noise in the logbook; however, it could be low level myopotentials being picked up which may not trigger an event but would still inhibit a paced beat. A boston scientific technical services consultant recommended having the patient perform isometrics to further evaluate the system. No adverse patient effects were reported.